Event description:
It was reported that the bd maxzero extension set was damaged. The following information was provided by the initial reporter: picu: 3 trifuses have cracked and broken when attaching to patient line in the last 24 hrs.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.